Manufacturer narrative:
H3: pending investigation. D10: (B)(6); 300-30-10 - equinoxe preserve stem 10mm. (B)(6); 320-46-00 - 145-deg pe 46mm hum liner +0 . (B)(6); 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6); 320-06-46 - glenosphere 46mm. (B)(6); 320-15-05 - eq rev locking screw. (B)(6); 320-20-00 - eq reverse torque defining screw kit.

Event description:
It was reported that this 64 y/o male patient's left shoulder was revised approximately 1 year 3 months post op initial surgery due to instability then again 1 year after that surgery. Patient had his original case done (B)(6) 2022 and was revised on (B)(6) 2023 and again during our case (B)(6) 2024. Doctor removed all implants and implanted all new implants. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.